Event description:
A patient reported inaccurate erratic results with a fasttake meter. The patient's blood glucose readings were 9.2 mmol, 6.1 mmol, and 6.7 mmol. Tests were done in 20-minute intervals. Patient did not experience any adverse events.